Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens, -10.5/+1.5/092 (sphere/cylinder/axis) tore during injection into the left (os) eye. There was patient contact with the lens but no patient injury. The lens was implanted, removed, and replaced intraoperatively on (B)(6) 2021.